Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the helmer fridge has failed bins. A field service engineer reseated the bin connections to resolve this issue. The system was functional as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system fridge bin is failed and unable be recover. The customer reported that the fridge bin 1.1 requires maintenance and it was not opening to remove medications. The customer stated that this malfunction delayed the patient care. No further information was mentioned. There were no adverse events or injuries reported based on this event.